Manufacturer narrative:
Photos of the suspect device were returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the procedure the tip of the device broke off inside the patient. The device had to be removed from the patient and a new device used to complete the procedure.